Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 08-may-2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs. High blood glucose level was 400 mg/dl and current blood glucose level was 131 mg/dl. High blood glucose level was treated by insulin pen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states